Event description:
It was reported to philips that the host computer failed to boot into the operating system, preventing the allura system from booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, the fse identified that the host pc os and application were not starting. The defective host pc was returned for analysis, and it was concluded that the hdd bay connector and sata cable were damaged. The fse replaced the host pc and updated system license. After the replacement, the system was returned to use in good working order.